Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There were multiple air detected in cassette warnings during fill 5 of 6. The patient canceled treatment and fluid was found when cassette was removed from the cycler. There was fluid in the cycler pump module area and fluid on the cassette. Patient was advised to let cycler dry out and try it again for next day treatment. In a follow up, the patient's pd nurse verified the event and said there was no harm, intervention or adverse event associated with the fluid leak event. The patient was able to let the cyler air dry and then resumed using it the next day. The cycler set was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There were multiple air detected in cassette warnings during fill 5 of 6. The patient canceled treatment and fluid was found when cassette was removed from the cycler. There was fluid in the cycler pump module area and fluid on the cassette. Patient was advised to let cycler dry out and try it again for next day treatment. In a follow up, the patient's pd nurse verified the event and said there was no harm, intervention or adverse event associated with the fluid leak event. The patient was able to let the cyler air dry and then resumed using it the next day. The cycler set was discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: d.8.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There were multiple air detected in cassette warnings during fill 5 of 6. The patient canceled treatment and fluid was found when cassette was removed from the cycler. There was fluid in the cycler pump module area and fluid on the cassette. Patient was advised to let cycler dry out and try it again for next day treatment. In a follow up, the patient's pd nurse verified the event and said there was no harm, intervention or adverse event associated with the fluid leak event. The patient was able to let the cyler air dry and then resumed using it the next day. The cycler set was discarded.